Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low-energy pulse delivered during testing) has been confirmed. Review of distributor test data reveals that the monitor delivered a monophasic pulse during testing. The cause for the monophasic pulse was isolated to oxidation on the pins of connector j1002aa on the defibrillator pca. A corrective action has been initiated to investigate the oxidation formation and the resulting monophasic pulse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low-energy pulse during pulse testing.